Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation while stimulation was turned on. The pt had several falls and thought the falls coincided with the shocking, which started a few months ago. The shocking was felt in the back area, where the target stimulation was. The pt was getting good stimulation coverage, though movement caused stimulation changes. It was noted that the implantable neurostimulator was at 2.52 volts, nearing low status. The impedances were all normal except all combinations with #2 were slightly elevated (1300-1400 ohms versus 600-800 ohms with the other pairs). Add'l info received reported that the pt was not receiving good therapy due to the shocking issues. The device was turned off and the physician planned to shut the stimulation down for several weeks and then check back in with the pt. Add'l info has been requested, but was not available as of the date of this report.